Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following complications:catastrophic failure of the femoral neck; corrosion; mild staining; small pseudo-tumor; fluid-(left).